Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24055712 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #: 2420-0007, batch#: 24055712. It was reported by customer that rn had spiked glassia (IV mini bag) with pump infusion set. As she was uncoiling the IV tubing, the tubing separated from the drip chamber. Medication/IV fluid lost on floor, and preparation was contaminated. Verbatim: rcc received a complaint via email. Email(s) attached. Rn had spiked glassia (IV mini bag) with pump infusion set. As she was uncoiling the IV tubing, the tubing separated from the drip chamber. Medication/IV fluid lost on floor, and preparation was contaminated. Item# 2420-0007. Lot# 24055712.

Event description:
Material #: 2420-0007. Batch#: 24055712. It was reported by customer that rn had spiked glassia (IV mini bag) with pump infusion set. As she was uncoiling the IV tubing, the tubing separated from the drip chamber. Medication/IV fluid lost on floor, and preparation was contaminated. Verbatim: rcc received a complaint via email. Email(s) attached. Rn had spiked glassia (IV mini bag) with pump infusion set. As she was uncoiling the IV tubing, the tubing separated from the drip chamber. Medication/IV fluid lost on floor, and preparation was contaminated. Item# 2420-0007. Lot# 24055712.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.